Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the cable was analyzed and a cable disconnection was found, meaning that electric current was not properly flowing through the cable.

Event description:
It was reported that that there was a suspected cable conductor fracture. There was a request for repair. No patient complications have been reported as a result of this event.